Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed due to an open r781 driven ground resistor on the computer/analog board, causing fault. The monitor was unable to complete a baseline. The root cause for the open resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.